Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the failure of the circuit board could not be conclusively determined. Based upon the information from osh, omsc concluded that the reported phenomenon was attributed to the failure of the circuit board. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was caused by the failure of the electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the image was not displayed when urf-v2 was connected to the subject device. The subject device had been returned to olympus (B)(4) because the white balance had not functioned. There was no report of patient injury associated with the event.